Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) ) failed functional testing and displayed "system error, out of service, revert to manual CPR" upon powering up. The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in august 2006 and is 15 years old, well beyond its expected service life of 5 years. The processor board must be replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the system error. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate must be deburred to address the problem. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data review showed the occurrence of system error, user advisory (ua) 136 (internal parameter corrupted) error message. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. Furthermore, the customer has declined the repair and decided to purchase a new autopulse platform. Therefore, the platform was returned to the customer without the repair with a label stating, "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4) .

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) ) failed functional testing and displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.